Event description:
Patient was implanted with retro/antegrade femoral nail and two 5.0mm locking screws on (B)(6) 2010. Patient was returned to the or on (B)(6) 2012 for removal of hardware due to femur pain. It was reported, the patient's fracture was healed. The hardware was successfully removed. This is 1 of 3 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of synthes device history records for manufacturing revealed no complaint related issues.